Event description:
The patient reported experiencing elevated blood glucose of up to 250 mg/dl, the week of (B)(6) 2010. Her normal blood glucose level is 140 mg/dl. She stated her blood glucose remained elevated despite not eating and changing the infusion set. Her blood glucose increased to 500 mg/dl on (B)(6) 2010 and she injected insulin via pen to lower her readings. She switched to her backup infusion device and her blood glucose decreased within one day. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.